Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) battery was dead. This was all that was reported. It was noted that it had been "dead" for 2 years. MRI guidelines were reviewed. Relevant medical history included non-malignant pain and peripheral neuropathy. Follow up information received from the healthcare professional (hcp) on (B)(6) 2016 reported that the patient was not receiving benefit from the device and therefore had stopped using it for the past year. The manufacturer's representative was contacted for troubleshooting. It was planned to explant the ins system. It was speculated that the cause of the ins battery issue was that it was turned off for too long. If additional information is received, a follow-up report will be sent.